Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. A new implantation was performed on the contralateral side of the left thoracic region, and the procedure was successfully completed. There were no additional adverse patient effects reported. This pacemaker was explanted.